Manufacturer narrative:
(B)(6).

Event description:
The service engineer (se) found there was misalignment in the touch position of the touchscreen. No patient involvement. The se attempted to calibrate the screen however it did not work. The se replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
The touch screen assembly was returned for failure analysis. Visual inspection of the touch screen assembly revealed evidence of damage or scratch. Testing was performed and all electrical testing is in specification; however, unresponsive region ¿¿informational message arrows¿¿ is not responding to touch. Faults are found on this returned touch screen. This failure was caused by the manufacturing process of leaving dead spots on the screen.